Event description:
The facility's biomed tech reported an infusion pump with an 810:11 failure code. The biomed tech stated they have no record of any pt incident involving the pump since the last baxter svc event. Device failure occurred during biomed testing, found in the history. Additional contact info was requested, but not provided.